Event description:
On 07/04/2025, an arthrex subsidiary employee reported via email that an ar-3636 knotless 1.8 fibertak soft anchor encountered an issue during an open bristow procedure on (B)(6) 2025. The first anchor was anchored without any problems, but the second one got stuck when pulling the repair suture. The repair suture was cut, and the anchor was removed from the body. This case was completed using an ar-3600 fibertak suture anchor. No patient harm was reported. Additional information was received on 07/22/2025: there was no case delay or added anesthesia administered. No implant breakage occurred during the incident.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.